Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed; therefore, the relationship between the device and the reported event has not been established. Results of the pending device evaluation, device history record review, and product family complaint trend review will be provided in a follow-up medwatch report.

Event description:
On june 29, 2007, it was reported to boston scientific corporation that a nasobiliary tube with jagwire was being used, in conjunction with an unknown retrieval balloon. The complainant stated, "when it was inserted along with the retrieval balloon, the jagwire was also tore and [the coating] detached approximately 1 [centimeter] from [the] tip. It was further reported that, "the procedure was completed with a new one (century's guidewire) [non-bsc product]." According to the complainant, the detached coating was allowed to remain in the patient. Follow-up information obtained indicated that the patient did not experience any complications or ill effects resulting from this event. After the procedure, the patient's condition was reported as "good."